Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from one side of the native valve due to the patient's aortic root angle. Subsequently, a second transcatheter bioprosthetic valve was successfully placed at a deeper implant position. Of note, no pre or post implant balloon aortic valvuloplasty (bav) were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.